Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cassette leaked. On an unreported date, the cassette was found to have leaked via a pin hole in the tubing. The leak was observed after therapy was completed; when a puddle of fluid was discovered on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.